Event description:
It was reported that the patient died. The patient had myocardial infarction on (B)(6) 2021 and presented at high risk on (B)(6) 2021 for percutaneous transluminal coronary angioplasty. Vascular access was obtained via the femoral artery. The 79% stenosed, 3.0 x 26mm, eccentric, de novo, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a bend between 45 and 90 degrees. Following pre-dilatation, a 3.50 x 28 mm promus premier select drug eluting stent was deployed and the patient was initially stable. On the same day, post procedure, the patient died due to a repeat severe myocardial infarction. It was further reported that the patient presented to the emergency department on (B)(6) 2021 with severe chest pain. An electrocardiography (ECG) was performed and revealed a complete heart block (chb) with ejection fraction (ef) of 30%. The patient was noted to be high risk and was transferred for angiography with thrombolytic predictive instrument (tpi). The patient was then taken for primary percutaneous coronary intervention (pci) which was successful. The patient was stable and was transferred to the coronary care unit (ccu) for observation. In the late evening, the patient suddenly became unstable and his parameters raised up. The patient was then transferred to the operation theater (ot) for repeat angiography check, but on the way, the patient collapsed. The documented cause of death was myocardial infarction (mi). An autopsy was not performed.

Event description:
It was reported that the patient died. The patient had myocardial infarction and presented at high risk the next day for percutaneous transluminal coronary angioplasty. Vascular access was obtained via the femoral artery. The 79% stenosed, 3.0 x 26mm, eccentric, de novo, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a bend between 45 and 90 degrees. Following pre-dilatation, a 3.50 x 28 mm promus premier select drug eluting stent was deployed and the patient was initially stable. On the same day, post procedure, the patient died due to a repeat severe myocardial infarction.